Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received the following were confirmed; endoleak type iiib of the main body, secondary endovascular procedure with non-endologix stent (main body and right common iliac artery limb extension). Additionally there was evidence to reasonably support the following observations; sac growth, hemorrhage, rupture proximal to the main body bifurcation, short term dialysis and ventilatory, hypotensive shock with vasopressors arterial fibrillation, and ICU psychosis. The clinical assessment was based on adequate patient medical records, and adequate patient images. Based on the information available the root cause of the reported event is unknown. The event device was not returned for further evaluation. Clinical found evidence to reasonably suggest the following contributing factors to the reported event; off label treatment range, distal overlap increase, endoleak type iiib, and sac growth. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and suprarenal aortic extension. A follow up showed the patient had a type 3b endoleak. On (B)(6) 2017 the physician elected to re-line the initial devices and implanted a non-endologix device to seal the endoleak. The patient is reported to be in stable condition.